Event description:
It was reported that during implant the pacing lead was damaged. It was noted the patient had an abnormal anatomy and the lead could not be implanted "smoothly". The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.